Manufacturer narrative:
Concomitant medical product: 6943-65, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead and an emergency device check was performed. It was determined that the ra lead exhibited high and undefined pacing impedance. It was also noted that the impedance had been unstable previously. The pr logic was turned off, and the patient was released home. The ra lead remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.